Manufacturer narrative:
Correction: h6: added imf: f15, ime: e1705 b3: date is estimated; month and year are valid. Note: analysis of wireless recharger confirmed patient report of 1707 and 4101 error codes. Device logs showed persistent 1707 and 4101 error codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the difficulty recharging was determined. When asked what most likely caused or contributed to the issue, they replied, "defective recharger given me at implant operation. It never worked." When asked what steps were or would be taken to resolve the issue, they responded they were shipped a new recharger and received it (B)(6) 2021. The issue had been resolved. Device removal or replacement was not planned.

Manufacturer narrative:
Correction: h6: added fdd: a1005. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was that the patient was implanted eight days ago, and they were having difficulty maintaining ins charging. They saw their doctor yesterday and were told they were sufficiently healed to start charging the ins. The doctor told the patient to try and start charging because the battery was at 50%. When the patient was charging the ins, after about a half hour, they encountered a message that the recharger was inactive. They also saw a service code that they believed started with a '4.' The patient could not easily feel the ins under the skin. It was reviewed how to reposition the recharger over the ins and start a charge session. The charge quality was toggling between good and excellent with the ins battery at 40%. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included that they have sleep apnea, so they had to be intubated during the implant procedure. Because of the positional limitations this caused during the procedure, the doctor had a difficult time implanting the device. Additional information was received from the patient. The patient called in because they were having trouble charging the ins. Patient said the had set said good or excellent connection and at the end of 28 mins the ins was not charged. Patient also reported seeing code 4041. Patient's recharger was not connecting to the handset, this was resolved by resetting the recharger. Patient said they are able to feel the ins through the skin and it is directly beneath the incision. Reviewed repositioning the recharger. Recharger would connect to the ins for a moment then disconnect. Patient tried placing the recharger on all 4 sides of the ins. Patient saw the 1707 code. Patient confirmed the communicator was not on. Patient was leaning forward. Patient said they were implanted just about 2 weeks ago. Patient had a follow up appointment last week and forgot to bring the recharger. Patient said the belt only goes 1/2 way around their waist. Patient was leaning forward. No further complications were reported. Patient can't get his modulator to charge. He has tried and tried and tried. After about 20 minutes of recharger being in place and not moving it says either error 1401 or 1707 or now it is giving por. It won't even let him get on anymore it says therapy cancelled. He is getting these messages when trying to charge his stimulator. It has been a week since he called his clinician and he has heard nothing back. He charged the first time just before two weeks and the implant was done on (B)(6) 2021. He said, probably the (B)(6) or something like that. He kept trying and never got the stimulator to charge. All that happened was the battery kept going down when used the communicator. The battery went from 30%, 20%, 10%, and 5% and then no power at all. The patient did a hard reset on the recharger. He got an error 3167 which I had him clear. Confirmed there was no electrical magnetic interference, the communicator was shut off, and the patient was staying stationary. The patient got the open loop screen with the battery red, excellent connection, and earlier said my therapy off with the communicator. The patient said the stimulator keeps moving around back there. Sometimes the stimulator is half way above the incision. Sometimes the stimulator moves lower. Now it seems sideways over the incision. Patient has never had an implant before. He was originally going to get recharge free stimulator and then right before surgery they said they were putting in the rechargeable stimulator. He doesn't know if they got mixed up in surgery. Can't get to the doctor, no one will answer him their office. The patient was asked when he noticed the stimulator moving. He said, today he noticed the stimulator was more sideways. " it always used to be more in the middle". After 25 minutes it shuts off and gets error messages. It was doing this only two weeks after the operation. He has never got a message that stimulator has charged. Would say no charge. He started charging when stimulator was at 40% and ended at 40%. The stimulator battery never went up even though the recharger was on for 25 minutes each time. He will get an error message after 25 minutes and say not connected lost connection. Never tried restarting a recharge again right after he gets shut down. Every time it has said excellent connection except one time it said good. What causes the recharger to quit right around 25 minutes? Patient doesn't feel a clicking from the recharger. He said, it feels a little warm. He got por cleared it came on briefly and got another por (B)(6) 2021. After doing the hard reset on the call with the patient, he waited over 25 minutes, he got an error code 4104. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.